Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a patient mistake. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (route not reported, 1 gram stat, duration not reported) on the day of onset. The patient was further treated with injection fortum (intraperitoneal, 1 gram daily, duration not reported), injection meropenem (intraperitoneal, 1 gram daily, duration not reported), and injection reflin (intraperitoneal, 1 gram daily, duration not reported) for peritonitis one day after the onset. Dianeal therapy was ongoing. At the time of this report, treatment with fortum, meropenem and reflin was ongoing, and the patient was still hospitalized. Patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.